Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 48 mg/dl, 64 mg/dl and 85 mg/dl when all tests were performed within 10 mins on the compact system. Reporter indicated that he was feeling hypoglycemic when the 48mg/dl result was obtained. Reporter stated he self-treated with soda and a peanut butter and cheese sandwich before the results of 64 mg/dl and 85mg/dl were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.